Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of nonphysiological noise resulting in five inappropriate high voltage therapies being delivered. It was further reported that the rv bipolar and rv ring to rv coil impedances were high and the rv lead had an increased sensing integrity counter (sic). It was suspected that the rv lead had fractured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).